Event description:
User facility report (B) (4) was received which reported there was sudden difficulty ventilating a pt due to the endotracheal tube's cuff telescoping down and covering both holes. The company contacted the reporter who further stated that at the end of a 2 1/2 hr discectomy surgery induction of pt occurred on his back and then the pt was flipped. Intubation was easy without the need of a scope. The pt's incision was still open when the anesthesiologist noticed that the pt was able to breathe in but not out. Pt was difficult to ventilate and was treated with steroids assuming it might be an asthma problem. They worked on the pt for 15-20 mins and then pulled the endotracheal tube. They closed the wound with staples and flipped the pt over. Pt was maintained on mask and was not reintubated. The specific model of the endotracheal tube is unk.